Event description:
New information available on (B)(6) 2018 states that the asymptomatic patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were performed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing; the oversensing was stored on the electrogram. Programming changes were performed.